Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision; left; asr xl; reason(s) for revision: pain. Update - amended implant date, taken from (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below. Asr xl. Reason(s) for revision: pain. Update - amended implant date, taken from claimsuite dated 29th july 2014. Update received 6th august 2014, further information received 18th august 2014. Hip side amended, implant date and revision date amended. Hip side is right.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, left incorrect see below, asr xl, reason(s) for revision: pain. Update - amended implant date, taken from claimsuite dated 29th july 2014. Update received 6th august 2014, further information received 18th august 2014. Hip side amended, implant date and revision date amended. Hip side is right. Update - amended implant date and added additional hospital. Taken from claimsuite dated 10th september 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below. Asr xl. Reason(s) for revision: pain. Update - amended implant date, taken from claimsuite dated 29th july 2014. Update received 6th august 2014, further information received 18th august 2014. Hip side amended, implant date and revision date amended. Hip side is right. Update - amended implant date and added additional hospital. Taken from claimsuite dated 10th september 2014. Update - scf, filed out expiry dates, amended implant date and added additional hospital. Taken from surgeon form dated (B)(6) 2014.